Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received a partial lead returned in one piece. Visual inspection found full breach insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts

Event description:
This report is to advise of an event observed during analysis.